Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on 2024-04-08. Data for the described event date of 2024-04-13 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-04-11 at 9:31pm. Cartridge and infusion set changes were then logged again on the review date at 10:36am. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. Currently available engineering logs end at 5:54pm of 2024-04-13. Review of the ilet report shows a period of hyperglycemia beginning morning of through the evening 2024-04-13. The cgm glucose begins to rise shortly after a "usual" sized breakfast announcement and is above 180 mg/dl by 7:38am. The cgm glucose remains in the hyperglycemia range throughout the afternoon and is above 400 mg/dl by 2:53pm. The cgm remains above 400 mg/dl for approximately 5 hours until 5:54pm when the data is no longer available. The ilet is shown dosing insulin in response to the cgm glucose through the periods of hyperglycemia but remains unaffected, trending in the high 200s to high 300s before rising above 400 mg/dl for the duration of the event. No evidence of ilet malfunction was seen in the engineering logs. The ilet appropriately responded to cgm glucose readings by adjusting basal requests for insulin delivery throughout the described event and triggered the high glucose alert. Currently available logs end before 6pm of the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and devices logs, it was determined that the ilet operated as intended. The assignable causes to the hyperglycemic event include a failed infusion site as evidence by the ilet continuing to dose insulin in response to the hyperglycemia but the glucose remaining unaffected as well as failure to respond to the high glucose alerts and follow the recommended management for hyperglycemia. The report of the ilet user eating continuously throughout the day also contributed to persistent hyperglycemia. The user discontinued ilet use until they can follow up with their hcp.

Event description:
On 4/15/24 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user experienced a high blood glucose (bg) event and the was taken to the ER. This event was reported by a care provider at the house where the user lives. The event occurred on 4/13/24. It was reported on 4/13/24 the user was sneaking food all day. The care provider stated there were food wrappers were all over the user's room, in the van, around the house, etc. The user reported feeling sick and came home from school early. The user was receiving a high glucose alert from the ilet but did not notify anybody. The user's bg was checked, and the meter also read high. The user was then taken to the ER. The user was discharged on (B)(6) 2024. While in the hospital, the user told the doctor they were manipulating the ilet and making it give them more insulin so they could continue eating. The care provider was unsure of ketones as they didn't test at the house as they went to the ER pretty quickly. The care provider also doesn't recall if the user had ketones at the ER. This is the second of two high bg events reported for this user. This medwatch report details the high bg event on 4/13/24. A medwatch report detailing the first high bg event on 4/11/24 is submitted on MFR report #: 3019004087-2024-00124.